Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was not identified, it is likely the following led to the malfunction: might come from a disinfection machine, by wrong user handling/ user mishandling. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Also recommended the replacement of the insertion tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition, the foreign material could not be removed due to buckling of the channel. There was an additional finding of the insertion tube insulation was out of threshold value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information based on device evaluation: d9, h2, h3, h6 (type of investigation), and h10.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a clogged water channel. There was no patient harm associated with the event. The device was evaluated, and it was found that foreign material could not be removed due to buckling of channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.